Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture hours after initial implant. Patient was bradycardic due to loss of capture. The lead was repositioned on (B)(6) 2018. Patient was stable throughout the procedure.